Manufacturer narrative:
Additional information/correction: b1, b2, h1, h11. After further review, continu-flo solution set was determined not to be a factor in the reported adverse event. It is understood that the patient was already experiencing an unspecified adverse medication reaction that required emergency response prior to the use of the continu flo solution set involved in this complaint. Based on the reported information, the adverse medication reaction was pre existing and not caused by or attributable to the continu flo solution set. Although a delay in response was noted while the malfunctioning tubing was identified and removed, no information was provided indicating that the device malfunction contributed to the onset of the adverse medication reaction, worsened the reaction, resulted in clinical deterioration, or caused any additional patient injury. No adverse outcome attributable to the reported delay was described. Accordingly, no patient impact has been identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. During visual inspection a separation was observed between the tubing and the second y-site clearlink in the upstream part. Additionally, per the tubing marks there is a potential lack of solvent applied to the tubing which in turn showed potential low insertion of the tubing and clearlink. Dimensional testing was performed and the set performed according to product specifications. The reported condition was verified. The cause of the condition was due to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a continu-flo solution set appeared broken. The patient was having an ¿adverse medication reaction¿ in which ¿emergency response and rapid attention were required.¿ the medical team removed the tubing from the packaging to prime a line with saline when they observed the tubing was ¿broken.¿ based on the reported sequence of events, this life-threatening situation was not the result of the continu-flo solution set being faulty per se; however, a delay in treatment caused the life-threatening situation to be prolonged. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.